Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced occasional low blood glucose (bg) levels ranging from 57 mg/dl to the mid 70's (mg/dl). Reportedly, the customer was unsure of the suspected cause of the bg level. However, the customer also stated that the bg level was due to the customer's body and reported that the bg level was unrelated to pump/supplies. The customer consumed carbohydrates and protein to address the bg level.